Event description:
The male patient received a 2.5 x 23mm cypher select plus stent in a bypass graft leading to the mid circumflex. At the one year follow-up, the patient had angina. Angiography revealed 100% total occlusion of the previously treated bypass graft.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The male patient from the e-select registry experienced restenosis approximately one year after a cypher stent was implanted in a bypass graft. Past medical history included hypertension, hyperlipidaemia and CABG 9 years ago. The patient received a 2.5 x 23mm cypher select plus stent deployed at 18 atm. In the distal anastomosis of a bypass graft leading to the mid circumflex. The IFU states that this product is indicated in de novo and in-stent restenotic lesions in native coronaries. Additionally, the rated burst pressure indicated in the IFU is 16 atmospheres. The lesion was described as type b2: 90% stenosis, 15mm in length in a 3.0mm vessel diameter. The residual diameter stenosis was 30%. Timi iii flow was maintained. Medications at discharge included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. At the one-year follow-up, the patient had angina. There was no evidence of myocardial infarction. Angiography revealed 100% total occlusion proximal to the cypher stent implanted in the bypass graft. There was also 70% stenosis noted in the distal rca. Treatment conducted was not reported. The event resolved with some sequels. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Use of cypher outside its indications may involve risks not described in the labeling. Based on the information provided, there are patient, vessel and procedural factors that may have contributed to this event.